Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
It was reported that a 24" safeset¿ reservoir w/needleless valve was found to be separated resulting in a blood leak during patient use. The state-registered nurse was going to take a blood sample using the device. The nurse noticed a separation between the stopcock and the extension, which resulted in blood leakage from the patient. The blood loss did not require a transfusion. Failure to monitor the patient¿s blood pressure due to the sensor was unable to transmit live the pressure when the system broke down. The device was not exposed to extreme temperatures, high pressure or other external factors, there were no visible signs of malfunction, damage, stress or wear with the device prior to the incident, the blood leak did not come into contact with the nurse. There was no patient harm reported.

Manufacturer narrative:
Device received on 7/16/2025 investigation summary 08/06/2025 the reported complaint of separation was confirmed on the returned set. During visual inspection, the 3" pressure tubing was received separated from the female luer connected to the safeset reservoir. When the end of the tubing was examined, the tubing was observed to have insufficient adhesive coverage. The probable cause of the insufficient adhesive coverage had occurred due to error during assembly at the manufacturing plant. A device history lot review could not be conducted because no lot number(s) was/were identified.